Event description:
It was reported that during a sigma procedure, the instrument stapled, but did not cut. Instrument does not open. As the instrument did not open, it had to be cut out, a new resection was performed with another instrument. There was no reported pt consequence. One device is being returned.